Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer has low blood glucose. The customer stated he woke up with his blood glucose at 38mg/dl. Customer treated with orange juice with a small spoon of sugar in it. Customer declined trouble shooting.